Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were getting a "maximum settings reached" message this morning. Patient said they recently had an MRI and went to deactivate the MRI mode when they saw the message. Patient mentioned the process to try to even connect to the ins was "finnicky" and getting noticeably more difficult to connect over the "last couple of weeks." Patient successfully connected today and confirmed "maximum settings" message when they reached 0.8 ma. Agent suggested trying different program. Patient did so and was able to increase stimulation to where it was felt appropriately at 1.1 ma. When agent asked about event date for poor telemetry, patient went on to talk about how they were trying to connect to ins to address the return of urgency and "flood" of urine within the past month or so. Patient services redirected to managing doctor if issues persist.